Event description:
It was reported the patient was scheduled for a lead revision due to not receiving effective stimulation. It was also reported an x-ray showed the scs lead had migrated. Follow-up identified the physician moved the scs lead which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.